Manufacturer narrative:
The reported event of lead connection anomaly was confirmed. However, the anomaly was due to the setscrew having been tightened all the way down, thus preventing the lead from being fully inserted into the bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported during implant procedure on (B)(6) 2024, there was a failure to connect the lead into the implantable cardioverter defibrillator (ICD) header. The device was not used and replaced within the same operation. Post-procedure there were no patient consequences.